Event description:
It was reported by or nurse to sales that an edwards aortic bioprosthetic valve was explanted due to endocarditis after an implant duration of approximately 64 days. It was learned that the patient's original native valve was replaced also due to endocarditis. It was replaced with a composite valve graft consisting of an edwards perimount model 2700tfx-29mm sewn to the bottom of a 34mm dacron graft. Operative report states: "there was severe more aortic regurgitation secondary to valve dehiscence with associated annular abscess... A large abscess cavity was noted at the right-left commissure barring to below the left coronary coronary artery. It was clear that complete aortic root replacement would be required."

Manufacturer narrative:
Device evaluation: customer report could not be confirmed based on visual observation. Minimal host tissue was observed on leaflet 1 on inflow aspect. No visible inconsistencies observed on remaining leaflets. X-ray shows intact wireform. Aother x-ray. Prosthetic valve endocarditis occurring early post-operatively, within 60 days is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensure product sterility. Device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported by operating room nurse to sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 64 days due to endocarditis. It was also learned that the patient's original native valve was also replaced due to endocarditis. No additional information provided.

Manufacturer narrative:
The explanted device was arranged for return, however, not yet released or sent to edwards. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.